Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The battery compartment was cracked below the grip pad and the returned battery cap was undamaged and able to fit securely. The cap contact measurements were within specification. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There was no evidence of moisture corrosion observed. A leak test failed due a battery compartment leak. The ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate ¿power¿ complaint. The pump¿s cover was removed, no moisture corrosion or any intermittent condition was found to the power printed circuit board.